Event description:
It was reported that this right ventricular (rv) lead has shown a gradual increase in shock impedance measurements over time. Technical services (ts) was consulted and upon case review identified intermittent out of range shock impedance measurements spikes above 200 ohms. No adverse patient effects were reported. This rv lead remains in service.